Event description:
It was reported that the xenon light source exhibited an issue in which one of the screws on the door fell off and became stuck in the frame of the machine. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.